Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance communicated with the customer and requested plot and log files to analyze the reason behind false positive occurrence. Bd did not receive requested information from the customer. If any additional information is provided in the future this case will be re-opened and re-investigated. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed previous complaints for false positives caused due to abnormal fluorescence which is resolved by stopping the fast objects server and exporting the src folder then used the pre-upgrade script to export the epi database and uploaded them to the shared drive. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be provided due to the lack of information provided. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.